Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. -inspection of air/water feeding function. (A) inspection of water feeding. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were partially confirmed. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition to the foreign material found clogging the nozzle, other evaluation findings are as follows: the play of the upward/downward know was out of the standard value due to wear of the angle wire; there was a scratch on the bending section cover and switch#1; the adhesive on the bending section cover had a chip, and a white-clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; there was wear on switch#4; the universal cord had a wrinkle; the suction connector had a crack; and there was a dent on the connecting tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about what is the foreign material. It is unknown if there was any delay in the start of the precleaning , if there were abnormalities in the accessories used for reprocessing, and if the customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. It is also unknown if the customer flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air/water flow issues and reduced angulation. There was no report of patient harm. The device was returned, evaluated, and a foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.